Event description:
This spontaneous case was reported by an other and describes the occurrence of device dislocation ("product migrations s, located in some cases in the pelvis, and gallbladder, etc.") And device breakage ("fragments of essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), pain ("pain"), malaise ("malaises due to essure") and complication of device removal ("fragments of essure were usual after a surgical procedure to remove"). The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, device breakage, pain, malaise and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, malaise and pain to be related to essure. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of device dislocation ("product migrations s, located in some cases in the pelvis, and gallbladder, etc.") And device breakage ("fragments of essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), pain ("pain"), malaise ("malaises due to essure") and complication of device removal ("fragments of essure were usual after a surgical procedure to remove"). The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, device breakage, pain, malaise and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, malaise and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.